Manufacturer narrative:
Investigation summary:initially, it was reported that after the preface® guiding sheath with multipurpose curve was placed and dilator was removed, the physician noticed a red plastic filament poking outside the sheath diaphragm. He removed it with forceps, and it was about 2 inches long. The sheath was replaced, and the issue resolved. No patient consequence was reported. In the pictures provided, the foreign material was blue. The returned device was visually inspected, and it was found, a bag with a sample of the ¿foreign material¿ was received and scratches were observed on the outside of the vessel. It can be assumed that the ¿foreign material¿ comes from the scratches of the vessel dilator. Dimensional analysis results were found within specification. The vessel dilator and the preface® guiding sheath with multipurpose curve were flushed with water prior to the evaluation, neither resistance to the water flow nor loose material were observed during the flushing procedure. The canula was opened in order to review if there was any anomaly with the internal braiding or if there was any factor that caused the scratches on the vessel dilator. No issues were detected on the canula nor on the hub. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the foreign material on usable length of catheter cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference (B)(4).

Manufacturer narrative:
On october 14, 2019, it was noticed that "device evaluated by manufacturer?" Response was inadvertently omitted from the 3500a supplemental MDR submitted to FDA on october 10, 2019. The manufacture date has now been populated. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update the manufactured date. Manufacturer's reference #: (B)(4).

Event description:
Initially, it was reported that after the preface® guiding sheath with multipurpose curve was placed and dilator was removed, the physician noticed a red plastic filament poking outside the sheath diaphragm. He removed it with forceps and it was about 2 inches long. The sheath was replaced, and the issue resolved. No patient consequence was reported. In the pictures provided, the foreign material was blue. On june 17, 2019, additional information was received, and it was noted that the preface® guiding sheath with multipurpose curve was inserted into the patient and after the dilator was pulled out, the filament was noticed sticking out of the port. The sheath was replaced with a new preface sheath. Clarification was received on june 25, 2019 stating that foreign material was blue and not red. The issue of foreign material on usable length of catheter was assessed as a reportable event. The biosense webster, inc. Product analysis lab received the device for evaluation on june 20, 2019. Upon initial visual inspection, it was reported that there was no visual damage or anomalies observed. The returned package included an additional plastic bag containing the label, 'what was found'. No sample as described in the event description or otherwise was found in the plastic bag. In addition, the plastic bag containing the device did not include said sample. During an additional review on june 24, 2019 by the biosense webster, inc. Product analysis lab, a blue curly filament that appears to resemble the filament in the uploaded image was noted. The device was returned in the condition reported. Therefore, this issue remains reportable.